Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) germany alleging his onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 230pm. The patient reported blood glucose results of ''288 mg/dl'' with the subject meter and ''110 mg/dl'' on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with humalog insulin (12-14 units). The patient continued to take his usual dose of medications at the time of the alleged issue. About 14 minutes after that, the patient claims he felt symptoms of sweaty, nervous and had vision problems. The patient took ''dextrose'' as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (07/16/2012)-device evaluation: the meter and test strips involved with this complaint have been returned respectively on (B)(6) 2012 and evaluated by product analysis on (B)(6) 2012 with the following findings: the meter and test strips passed all testing with no faults found. The primary complaint was not confirmed. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.